Event description:
A medwatch (mw) form 5161953 was received reporting that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps broke within the patient. The device was able to be retrieved without harm to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.